Manufacturer narrative:
The insulin pump had a flashing white lcd due to cracked lcd controller. We were unable to verify button/keypad anomaly due to flashing white lcd anomaly. The insulin pump passed leak test. No damage noted on the keypad traces. The keypad connector was locked. The insulin pump had minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 23 mmol/l. Troubleshooting for keypad anomaly was performed. Customer advised the insulin pump fell out of their pocket and stopped working. Customer advised the keypad was unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.